Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an aic (automated impella controller) displayed a controller error alarm during impella cp start-up. The placement signal was absent at this point in time, but the flow rate remained unaffected. As a result of the noted alarm, the decision was made to swap the aic. Following the swap, it was additionally noted that the device was not shut off properly. There was no patient harm associated with the noted events.

Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm), aic - shutdown or restart issue and the optical signal issue has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. It was found that the front panel optical connector was heavily contaminated. However, the controller error was not reproduced while running an optical pump simulator. The root cause of the optical signal issue was most likely the air gap caused by the pump connector not being fully connected to the front panel optical connector. The root cause of the controller error was due to an aic software issue.